Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm.. The patient presented emergently with abdominal and back pain. A CT identified a prominent type ia endoleak. The aneurysm had grown to over 60mm and evidence of rupture was noted. The physician performed an intervention where an endurant cuff was added to the right renal and snorkel the left renal artery. This resulted in a reduced endoleak. The physician added multiple screws in the proximal seal zone; however, the endoleak was not resolved. The patient was then taken to the surgery room and the physician used umbilical tape to secure in multiple places around the proximal seal zone. The aneurysm sac was then opened and drained and re-secured around the existing stent grafts. The physician attributed the type ia endoleak related to the on-going type ii endoleak that might have increased the size of the aneurysm and shortened the proximal seal zone. In addition, the type I could also be attributed to the stent graft migration 6-8mm below the renal arteries. No additional clinical sequelae were reported and the patient will continue to be monitored. Review of cta¿s from 4 years post-implant confirmed that the bifurcate was positioned approximately 5mm below the lowest left renal artery. The right renal was 1cm above the left renal. The aortic body was angulated approximately 60deg a-p max to the limbs. The proximal stent graft od measured approximately 26 x 29mm, and 1cm lower the neck dilated to 37mm. There was a proximal type I endoleak. The max aaa diameter was 9.3cm. Multiple coils were seen on the posterior aaa near the level of the mid-sac indicating previous type ii. Both limbs were patent. No other stent graft issues were observed. The exact cause of the reported migration is unknown; may be due to disease progression and the conical neck. Earlier post-implant images were not available for review. The likely cause of the aneurysm expansion appears due to the proximal type I endoleak. It is possible that disease progression and the type ii endoleak may have contributed to dilatation of the proximal neck, migration of the stent graft, and loss of the proximal seal. Several still angio images showed that the endurant bifurcate was positioned 1cm below the lowest left renal artery. Another image confirmed that an aortic cuff was implanted just below the right renal; a stent had been placed into the left renal artery and multiple coils were seen placed securing the cuff to the aortic neck. Possible contrast was seen outside the stent graft indicating a type ia endoleak. The cause of the residual endoleak seen post-intervention could not be determined.